Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012484402 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact without any issues and without a guidewire threaded through. The guide wire was not returned. Mechanical verification of steering and slide mechanisms was carried out. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. Guidewire insertion was carried out. Prior to the guidewire insertion, an attempt to flush the guidewire lumen of the catheter using a decontamination solution failed. During guidewire insertion a resistance felt at 13 inches from guidewire lumen tip, the guidewire was pushed and exiting the tip holding a tissue. Catheter identification was carried out. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching t hose indicated on the cover. The catheter was reprogrammed before connecting to the generator via a catheter interface cable, and therapy deliveries successfully performed, no error 2000 (catheter electrical current error) has triggered. Electrical continuity testing was carried out and revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the returned product inspection due to tissue found stuck in the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was inserted into the patient and the guidewire could move without problems. Gradually the movement became poor and then impossible to move the guidewire. The catheter's lumen was surmised to be clogged so it was removed from the patient and attempted to be flushed but no water passed through. The catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.